Event description:
Patient developed a hospital acquired unstageable pi [pressure injury] to philtrum there has been an increase in dph [department of public health] reportable pressure ulcers with use of the product. This has correlated to the design changes implemented by the mfg after a recall in 2025. The mfg acknowledgement of the design change leading to an increased report of pressure injuries, and mfg decision to revert to old design. Of note, the products coming to our facility with the "old" design seem to have a sub-par adhesive material. Will continue to monitor, it fell off one patient. Manufacturer response for endotracheal tube securement device, anchorfast (per site reporter).